Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer was a new pump user, and called tandem technical support as the customer was uncertain if the correct bolus amount had been delivered. Review of the pump bolus history showed that the customer entered 35 grams of carbohydrates and then mistakenly entered a blood glucose (bg) value of 66 mg/dl. Reportedly, the customer had a bg level of 135 mg/dl. Tandem technical support informed the customer that due to the bg value that was entered, the pump calculated a reduced bolus amount. During the time of the call, the customer's bg level was 135 mg/dl. Recommendation was made to monitor bg levels and to consult with health care provider regarding dosage instructions.